Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the fast stop buttons and the x-ray button in the doghouse and the right monitor as well as reloaded the software and performed touchscreen calibration. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the systems' touchscreen and the remote control would not function properly. No pt injury was reported.